Event description:
The manufacturer's device system registry reported the patient's drug delivery system was explanted due to infection. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
.